Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 574 mg/dl. The customer stated that she treated with a bolus using the bolus wizard. The customer stated that she had a steroid shot and that could be contributing to the high blood glucose. The customer was treated for high blood glucose with insulin pump. After the troubleshooting was done, customer was advised by the doctor to take a manual injection. The customer was advised to call us back if they would like to continue to troubleshoot.